Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lifetime asystole episode counter: 4.

Event description:
It was reported that there was undersensing of events. No patient complications were reported as a result of this event.

Event description:
It was reported that there was undersensing of events. The device status is unknown. No patient complications were reported as a result of this event.